Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the actuation issue of the probe occurred during vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no information about patient impact.

Manufacturer narrative:
One opened probe, with tip protector, in a tray with other items was received for the report. The returned sample was visually inspected and was found to be non-conforming as orange/brown foreign material was observed on the port face and welded cap. The sample was functionally tested for actuation and was found to be conforming. A review of the device history record traceable to the lot number obtained from the device's radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be functionally conforming, therefore an actuation failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned probe was functionally conforming. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).